Manufacturer narrative:
The site reported that the light adjustable lens was explanted from a patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was (B)(6) 2022. The device history record was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing of the lens found no issues with the lens.

Event description:
The site reported that the light adjustable lens was explanted from a patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was (B)(6) 2022.